Manufacturer narrative:
Section a4: patient weight: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient¿s right eye due to a ten (10) degrees lens rotation post implantation. The doctor wanted to do a lens rotation and noticed fibrosis which reportedly was due to the lens being in the eye for an extend duration of time. The doctor was unable to rotate the lens and the lens was explanted. A replacement lens of the same model and diopter was implanted. No other surgical interventions required, and no patient injury reported. The patient is happy and excited with the replacement lens with 20/20 visual acuity at 1-month post-op. The lens needed to be cut up and removed and will not be returned. No further information was provided.